Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device s12574 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm for type ii endoleak, a 16mm x 50cm deltafill18 coil (dlf181650, s12574) was re-sheathed several times but the coil unraveled. It was replaced with another coil and the procedure was completed. There was no report of patient injury. The customer states there is no additional information available.

Manufacturer narrative:
(B)(4). Additional information received indicated that the device was used and prepped as per the instructions for use. No excessive force was applied to the device. There was no patient injury reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm for type ii endoleak, a 16mm x 50cm deltafill18 coil (dlf181650, s12574) was re-sheathed several times but the coil became unraveled. It was replaced with another coil and the procedure was completed. There was no report of patient injury. The device was used and prepped as per the instructions for use. No excessive force was applied to the device. There was no patient injury reported. The customer states there is no additional information available. The device was not be returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device s12574 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ unraveled¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.